Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported that during an endoscopic procedure, the biopsy forceps on the evis lucera elite gastrointestinal videoscope could not be removed from the endoscope. An olympus call center representative explained to the customer how to remove and cut the endoscope with nippers. The scope was removed, and the intended procedure was completed. There were no reports of patient harm associated with this event. It was noted that it was possible that the biopsy forceps used during the procedure were not manufactured by olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was received from the customer. The biopsy forceps used during the procedure were manufactured by another company. An inspection of the device was performed prior to use, and no issues were found. The scope was removed, and the procedure was completed successfully with no harm to the patient's health. The procedure delay time was unknown.

Manufacturer narrative:
During processing of the complaint, attempts were made to obtain complete device information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a kinked/deformed forceps channel, damage of the endo therapy accessory, or foreign material clogging the biopsy channel. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.